Manufacturer narrative:
Device not returned changed to device discarded. Internal complaint number: (B)(4).

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, hemopro2 extension cable came apart at the connector while it was being unplugged. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: g4,g7,h2,h3,h6,h10. H6 correction: patient code changed to "no patient involvement". Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : the device was discarded.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, hemopro2 extension cable came apart at the connector while it was being unplugged. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, hemopro2 extension cable came apart at the connector while it was being unplugged. The hospital did not report any patient effects.